Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that an issue related to the inability to remove or loosen the torque screw on the mayfield 2000 skull clamp (a2000) occurred. This issue initiated a pin slippage causing a 1.5 to 2cm laceration which was repaired with absorbable suture. The procedure was completed without further issue and the patient did well with no increase of hospital stay.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified 2000 skull clamp (a2000) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis investigation of the returned unit shows that the torque sleeve is seized inside the rotator teeth assembly, and the torque assembly is unable to move. All worn components have been replaced with new parts, and general cleaning and maintenance were performed. Root cause the complaint is confirmed via inspection of the unit. Probable root cause is improper assembly or mishandling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.